Event description:
It was reported that during a pulsed field ablation procedure, the loop catheter was attempted to be pulled into the sheath and when trying to pull the last three electrodes in, the array was noted to be knotted. The knot was attempted to be undone by rotating the catheter and applying force but the issue did not resolve. The loop catheter was attempted to be forced back into the sheath and pulled back into the right atria but the sheath pulled back into the right atria and loop catheter remained in the left atria. The sheath was placed back in the left atria. Backward pressure with the loop catheter was used and forward pressure with the sheath was used and the array was able to be brought back into the sheath. When the loop catheter was removed from the body, a tear to the array was noted and copper wires were exposed. The knot was still on the array. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files containing two images were returned and analyzed. A loop catheter of unknown lot number was ob served with a guidewire threaded through/extended beyond the distal tip. The array appeared to be knotted and proximal arm was detached from the dual lumen. The proximal end of the nitinol wire was completely dislodged from the dual lumen and the electrode wires are visible. No additional information could be extracted. In conclusion, the nitrol array wire dislodgment from dual lumen was confirmed through image analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the catheter pscc100 with lot number 0012184477 was returned and analyzed. The was received without the guidewire threaded through it. The array pebax tube is twisted at the proximal arm and knotted. The wires were exposed and twisted around shaft proximal to loop section. The proximal arm is deformed and bent beyond the required ranges, causing the electrode one to overlap with electrode nine. Visual and optical inspection confirmed the integrity of the nitinol array wire, properly attached at the tip and the dual lumen but the embedded segment of the wire (ball and arm) is completely tilted. The nitinol array wire appears bent at the proximal arm. Optical inspection at high magnification reveals a pebax tubing kink at the distal arm and a twist at distal from the dual lumen distal end. The deformed arm resulted on electrodes overlap, but the measured outer diameter of the array (25 mm) remains within the specification. The array with electrodes in-plane must have a maximum outer diameter of 25 ± 5mm. Mechanical verification of steering and slide mechanisms were carried out. The slide control function is not retracting because of the knotted spiral loop. Steering function inside the sheath is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Catheter identification and ablation test was conducted and data from the catheter identification chip confirms usage on the reported event date. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the reported "knot and twist array and retraction" issues have been confirmed through returned product inspection. The catheter failed the returned product inspection due to a knot on spiral loop and kink/ twist. The nitinol array wire dislodged from dual lumen. Additionally, a twisted and bent proximal arm, was found resulting in a pebax tubing twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.